Event description:
It was reported to boston scientific corporation that a pneumatic hand pump and rigiflex single-use achalasia balloon dilator were used during an achalasia dilation procedure on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the gauge of the hand pump indicated that the balloon would not inflate above 15 psi; however, at 15 psi the balloon appeared to be fully inflated. The physician noted that the gauge may have been reading inaccurately. The same pneumatic hand pump and rigiflex achalasia balloon dilator were used to successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (gauge, reading inaccurate). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump and rigiflex single-use achalasia balloon dilator were used during an achalasia dilation procedure on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the gauge of the hand pump indicated that the balloon would not inflate above 15 psi; however, at 15 psi the balloon appeared to be fully inflated. The physician noted that the gauge may have been reading inaccurately. The same pneumatic hand pump and rigiflex achalasia balloon dilator were used to successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual examination of the returned complaint device found no visual defects. A functional test was performed where the device was pressurized to 20psi. The needle read 20psi and the pressure did not drop more than 2psi in one minute; therefore, the device met specification. Based on this information, the complaint that the gauge was reading inaccurately could not be confirmed.